Manufacturer narrative:
Customer stated that discrepant plt results were generated by the cell-dyn ruby. The separation between the red blood cell and plt was questionable. Review of data found microcytic rbc interfered with plt. Customer complaint data was reviewed and no adverse trends related to the customer issue were identified. Based on the investigation, the complaint incidents were sample-specific issues involving interfering substances and conditions, in this case, microcytic rbcs. The cell-dyn ruby operation manual was reviewed and was found to adequately address the issue. A malfunction was identified as the product failed to meet performance specifications or otherwise perform as intended at the customer site. However no product deficiency was identified.

Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that discrepant platelet results were generated by the celldyn ruby analyzer. Results of 18,600/ul and 20,100/ul were generated. The sample was sent to another laboratory and results of 98,100/ul (plto) and 151,000/ul (plti) were generated. There was no report of impact to patient management.